Manufacturer narrative:
It was reported that the valves were inserted into the scope as usual with no deviation from the usual procedure. Before the procedures started the scope was tested for flushing air/co2 insufflation. Everything was working appropriately until insertion of the scope into the patient. After insertion the scope was leaking/splattering with water via the valves. The clinician was not able to put air/co2 into the patient to see the lumen. According to the reporter the scope was withdrawn, the valves were changed to a different brand and the scope was checked again with no deficiencies noted. The procedure was completed without further incident.

Event description:
It was reported that the valves were leaking and the clinician could not insufflate using co2 when doing a procedure.